Event description:
Home patient (hp) felt nauseated while using the homechoice system for apd therapy. Hp contacted baxter's operational support line and requested assistance ending therapy early. Follow-up with the home pt's healthcare professional (hcp) reveals that the home pt had peritonitis and was hospitalized in 2002. Hcp relates that the hp felt they had peritonitis after using minicaps that were dry. Hp related to rn that they had 12 dry minicaps which were discarded. No add'l info available.